Manufacturer narrative:
This ipg serial was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced discomfort at the ipg site since his implant. The patient's ipg is located at his waist line and becomes irritated when he wears a belt, pants, and while sitting. The patient is to consult with the physician regarding surgical intervention as the next course of action.